Manufacturer narrative:
Follow-up #1 date of submission 03/23/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box data showed no activity outside of normal use. During testing, no alarms or warnings occurred.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump displayed a warning and no issue was specified. During troubleshooting, no reminders and no alarms were observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.